Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer provided remote assistance for the ghost tower failure and verified that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction with the tower door. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.